Event description:
It was reported that the ipg was pressing against the skin and causing the pt discomfort. It was stated that a pocket revision was planned for 2009. Follow-up with the physician revealed that the pt experienced pain, psychological changes, and sensory changes. There was erosion of the skin at the ipg site. A pocket was revision was planned and the date was yet to be determined. The outcome is unknown.